Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the top and bottom housing to be broken. Functional testing was able to verify and duplicate the reported problem. It was determined that the left plunger case was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor bgnd error. There was unknown patient involvement.